Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that displayed as high on the continuous glucose monitor (cgm), cause was due to pump dying from battery depletion. A correction bolus was delivered to address bg. Customer continued to use pump for insulin therapy.